Event description:
It was reported that the healthcare provider implanted a depth electrode successfully and upon completion the healthcare provider attempted to remove the electrode through the sheath. The electrode became stuck and upon further inspection was found to had a defect on one of the metal contact points. The electrode was explanted and taken off the field. The new electrode was implanted without incident. It was reported that the patient experienced and extended operation time but no long term harm. It was noted that the device failed (e.g. Broke, couldn't get it to work or stopped working). It was also noted that the device malfunction and the device did not do what it was supposed to do. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Medsun report # (B)(4).